Event description:
It was reported by the rep that the (1) tsw45 and the (2) tr45b were used during a laparoscopic appendectomy procedure. It was reported that a white cartridge was substituted for a tr45b for the first firing. There were no staples across the bowel and the cartridge popped out of the jaws of the instrument. The surgeon was able to clamp off the stump and get a second firing (blue) which worked fine. The final (3) firings with the white cartridge on the mesoappendix were secure and hemostatic however, the handles stuck temporarily. The case was completed without opening up the pt. The pt was placed on add'l antibiotics. There was an extended hospital stay and an extended or time. The pt is expected to be on additional antibiotics for 5 to 6 days.